Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance was observed when measured through the device. The patient was brought in for dft testing and a shock successfully converted the patient. The hvli measurement measured normal values after the shock was delivered. The patient is stable and asymptomatic.

Event description:
New information notes that the high out of range hv impedance was on the competitor¿s lead only. Device conducted successful nips at max output.